Event description:
On (B)(6) 2010, a neurotherm employee received a call from the facility reporting a pt burn after the procedure occurred. The pad was not placed properly in the cable. This resulted in a live connection touching the pt's body. A follow up call on (B)(6) 2010, reported that the pt is recovering well. The generator was also returned and a copy of the date file was made.

Manufacturer narrative:
Note: as a result of corrective action (B)(4), potential adverse events are being reevaluated based on an interpretation change for the reporting requirements for burns; therefore, this MDR exceeds the 30 day reporting requirement.